Event description:
Customer reports when they ordered the product they thought it had a non-removeable slide clamp. A 10 month old baby swallowed the slide clamp because it is removable. There was no injury to the infant. Additional information received from the facility indicated that a procedure was needed to retrieve the clamp from the infants throat. No injury to the patient.

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate. To date the sample has not been received. Without the actual sample, a thorough evaluation could not be performed. No specific conclusion can be drawn.